Event description:
It was reported by customer that they had been experiencing high blood glucose levels due to incorrect calibration. Customer stated their blood glucose level was 408 mg/dl and declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.